Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that about 2 months after the dental implant was installed in intraoral regions #22, #21 and #20, it was verified their non-osseointegration. The 40 ncm of primary stability was achieved and immediate load was performed. Patient presented insufficient bone quality/ quantity (bone type ii).